Event description:
It has been reported to philips that when the system was turned on, all the screens were blank with only the mouse pointer visible. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the screen displayed only the mouse pointers, while the rest of the screen remained black. Review of the logfile shows that the 'flexviewing pc' device was not reachable on the control network. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was no display on the flexvision monitor, but the x-ray acquisition and image review were only available on the flexspot monitors and confirmed the issue to be a faulty flexvision pc. To resolve the issue, the fse replaced the flexvision pc, loaded board software, applied backup and license files and performed batch verification and system post. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.